Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report several reservoirs that were bent, had bent needles on the transfer guards, and reservoirs that had air bubbles. The customer's blood glucose level was unknown. Some of the customer's reservoirs were replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used also 3 sealed reservoirs per our inspection no air bubbles were noted. However, performed a visual inspection was performed 1 opened and used reservoir did not returned the transfer guard, 3 sealed reservoirs found all transfer guards not centered or parallel to the transfer guards body axis.